Manufacturer narrative:
Device received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement and self tests due to blank display. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap / test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display due to moisture exposure. Customer stated insulin pump had cracked on battery side part. Insulin pump had been dropped accidentally. Customer reported fluid under the display and fluid in battery compartment. Display was not blank for less than 30 seconds and did not return. Contacts on the battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.